Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor right atrial (ra) lead exhibited a one-time out-of-range pace impedance measurement. Boston scientific technical services (ts) was contacted for assistance. It was noted that the competitor ra lead was previously taken out of service, the atrial sensing was programmed off, and the device mode was programmed to vvir mode. This device remains in service. No adverse patient effects were reported.